Event description:
It was reported the using a femoral artery access approach during a procedure of the eccentric, heavily calcified, mildly tortuous, distal circumflex (cx) artery after measuring fractional flow reserve (ffr) using a pressure guide wire, the pressure wire was also used for the procedure. Balloon dilatation was performed and the 2.25 x 23 mm xience xpedition stent delivery system (sds) was advanced over the proximal part of the guide wire outside the anatomy and proximal to the rotating hemostasis valve (rhv) when resistance was met between the guide wire and the sds. The sds was pulled and the tip became detached from the sds. There was no patient interaction with the sds device. Both a 2.5 x 23 mm xience xpedition stent and a 3.0 x 33 mm xience xpedition stent were used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, pressure wire; guide catheter: hyperion 7 fr spb 3.5, finecross. Evaluation summary: the device was returned for analysis. The tip separation was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or tip detachment from this lot. Based on the reviewed information, no product deficiency was identified.